Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that an IV antibiotic was infusing when the channel shut down and started to alarm "communication error". The pump was turned off and the medication was removed. The pump then allegedly turned on without clinician intervention and started to alarm for a keep vein open 'kvo'. It began infusing at the keep vein open rate of 20 ml/hr. This was reported to manufacturer representatives during site visit. There was patient involvement but impact is unknown. No further information was available and devices will not be returned for investigation.